Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one grip close cable broken at the distal idlers. The idler pulley spins freely and is not damaged. The broken cable segment sticks out at the wrist and the other cables at the wrist are not damaged.

Event description:
It was reported that during a da vinci si sacrocolpopexy procedure, the cable broke on the large needle driver instrument and a piece fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.